Event description:
Drill broke during surgery. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed no deviations from the specifications. The visual inspection of the contended spiral drill showed that the tip is withdrawn due to momentary overload. The cause of the overload cannot be clearly established. It is possible that due to an unintentional bending moment, or in contact with metal (guiding wire), the load capacity of the material was exceeded and eventually led to the break. A review of the materials and the manufacturing documentation revealed no deviations from the specifications. The investigation concluded this event to be invalid. Additional common device name hsz, gfa, gff.